Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case the field service engineer (fse) reported the discovery of loose detector mounting bolts (2) during routine planned maintenance (pm) on a brightview camera. There was no report of harm to a patient, operator, or bystander. The fse stated that there was no rescan or reinjection of a patient. The fse tightened the bolts, examined all other mounting bolts, and completed the pm per the "brightview planned maintenance manual before returning the system to clinical use. There was no harm as a result of this malfunction.